Event description:
Provider alleged the actuator is broken where it mounts. He states it was not a manufacturing issue and they had placed a person that was too large on the lift and broke the motor mount.